Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was 73 mg/dl at the time of incident. Customer stated that insulin pump screen was damaged, white upper right corner and white lines through it and was hardly able to see. Customer stated the insulin pump was neither dropped nor bumped. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.